Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The emergency medical team was call due to accidental dose of 180 units of insulin. The customer was low because of accidental dose of insulin. The customer reported that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer declined to troubleshoot for high blood glucose because she has a bladder infection and sarcoidosis. The customer was advised not to give herself any insulin until she speaks with a doctor.